Manufacturer narrative:
The product was not returned for evaluation. The device history record cannot be performed as the lot number was not provided. Also, failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Therefore, the report reported is not confirmed. Device identifier #10381780267959.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018, the 437a1016 radiolucent swivel adaptor of the a2004 mayfield radiolucent system was broken. After the (B)(6) female patient was pinned using the "a2112" for an unspecified procedure, it was soon connected with the a2004. After the technicians made sure that all the attachments were secured, the chief resident proceeded to tighten the radiolucent swivel adaptor and an audible breaking sound was heard. Fortunately, the medical staff was able to secure the patient's head and neck to avoid injury. It was reported that it was apparent the adaptor was fractured in a previous case, resulting in the break when minimal pressure was applied. A 45-minute surgery delay was also reported due to the product problem. Revision/medical intervention was required. Additional information has been requested but no other clinical information has been provided.